Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The pipeline was resheathed and removed together with microcatheter from the patient. The patient was undergoing embolization treatment for a medium unruptured saccular aneurysm located in ophthalmic artery segments. Measuring 12mmx9mm, landing zone distal 2mm proximal 4.7mm. The vessel was observed severely tortuous. Afterward, a new pipeline flex was deployed without issue and procedure completed successfully. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation outside of the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the pipeline flex braid was fully opened and moderately frayed. The proximal end of the pipeline flex braid was fully opened and slightly frayed. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. It is possible that the "patient's severe vessel tortuosity" may have contributed to the "resistance during delivery" and "failure to open" issues. The damage on both ends of the pipeline flex braid is likely the result of re-sheathing the device more than recommended two times. Based the analysis findings, the complaint could not be confirmed. The event cause could not be determined as the returned pipeline flex braid appeared to be fully opened and moderately frayed at both ends. The damage on both ends of the pipeline flex braid is likely the result of the re-sheathing the device more than recommended two times. Possible contributing factors of "failure to open" include patient's vessel tortuosity and damage to the pipeline flex braid. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.